Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and an impending fracture was suspected. Initially, the therapies were turned off on the lead and subsequentially, was explanted and replaced. No patient complications have been reported as a result of this event.